Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in original product packaging jar filled with clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. All leaflets were in the closed position. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted during the complete deployment of the valve. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one static image and a questionnaire were provided for review. The patient¿s executive summary was not provided for anatomical review; however, it was reported that there was a lot of calcifications, and a pre-dilation was performed. A fluoroscopic valve load inspection was not provided for review, thus it is not possible to confirm a good load. The 34 mm valve was deployed just prior to the point of no recapture and an infold was visible. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported a second deployment attempt was made without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. It was reported that eventually the implanting team removed the infolded valve. Per the received questionnaire, the implanting team decided to downsize to a size 29 mm valve, which was implanted successfully. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the first implant attempt with the 29 millimeter (mm) valve, when the infold was noticed, the valve was immediately fully recaptured and removed from the patient. After the pre-dilation was performed with the larger balloon before the second attempt with the 29 mm valve, no infold formed and the valve was able to be successfully implanted. No post dilation was required. Of note, no procedural delay occurred as a result of the infolds. Per the physician, there was severe calcification present in the patient's anatomy which contributed to the infolds.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product type: 0195-heart valves product ID l-envpro-16; product type: 0195-heart valves product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, it was noted that there was a lot of calcification present. A pre-dilation was performed. However, an infold formed when opening the valve. The valve was recaptured. An attempt to implant the valve was made again. However, an infold formed. The valve was fully recaptured again. It was decided to implant a 29 mm valve instead because the team did not wish to subject the patient to further rapid pacing. An infold formed again with the 29 mm valve. A pre-dilation was performed with a larger balloon. The 29 mm valve was then implanted successfully. No additional adverse patient effects were reported.